Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller did not report any notable events prior to the malfunction, and after receiving pump reset information from technical support, the issue was resolved without recurrence. The customer was advised to continue using the pump and to call back if the malfunction code reappears.